Event description:
It was reported that the patient had major bleeding during the insertion of the tandemheart device and an lvad that required the patient to be given multiple blood products and factor ix.. The device was not returned for analysis. The device history records were reviewed and there were no abnormalities or issues relevant to the reported issue. No additional or relevant information has been received to date.